Manufacturer narrative:
The lot number was provided and lot history review was performed. The device was not returned for evaluation, but medical records were provided and reviewed. The investigation is confirmed for patient device interaction problem. A root cause could not be determined. The device is labeled for single use.

Event description:
This report summarizes one malfunction. The information received indicated that model ec500j vena cava filter allegedly experienced patient device interaction problem. This information was received from one source. The malfunction involved a patient with no reported consequences. The (B)(6) year old female patient's weight was not provided.